Event description:
The patient's generator was replaced. No further relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the patient experienced the increase in seizures when the vns output current was changed from 3.00 ma to 1.00 ma. The physician increased the output current up to 2.00 ma and the seizure activity was reported as better.

Event description:
It was reported that the patient was referred for vns replacement surgery due to an increase in seizures and a low battery status (25% indicator). No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.